Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was incarcerated incisional hernia. The procedure performed was laparoscopic lysis of adhesions and laparoscopic repair of incisional hernia. (B)(6) 2016 - the patient had an aspiration of the right lower quadrant soft tissue fluid collection. (B)(6) 2017 - the patient has had aspirations of recurrent seromas caused by the mesh. The patient experienced multiple seromas requiring aspiration procedures. Severe pain, discomfort, mental anguish, and potential need for additional surgeries.

Manufacturer narrative:
Additional info: a4, a5b, b2, b5, b6, b7, d8, e1 (street 1, city, region, postal code), g1, h6 (patient codes), & additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced pain, seroma, abscess, fluid collection, discomfort, mental anguish, fluid within hernia sac, hernia recurrence, edema, adhesions, mass, cellulitis, erythema, & fever. Post-operative patient treatment included ultrasound guided fine needle aspiration of seroma, CT guided peritoneal abscess drain, aspiration of fluid collection, CT scan, ultrasound, lysis of adhesions, hospitalization, IV antibiotics, & oral antibiotics.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for a laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced pain, seroma, abscess, fluid collection, discomfort,mental anguish, fluid within hernia sac, hernia recurrence, edema, adhesions, mass, cellulitis, erythema, fever, and straw-colored translucent fluid. Post-operative patient treatment included ultrasound guided fine needle aspiration of seroma, CT guided peritoneal abscess drain, aspiration of fluid collection, CT scan, ultrasound, lysis of adhesions, hospitalization, IV antibiotics, <(>&<)> oral antibiotics.

Manufacturer narrative:
Additional information: a4, b5, h6 (ime code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.